Event description:
Customer saw sparks and a small flame coming from the back of the rms module. A fire extinguisher was used to put out the flame. The fire department was not called. Ther was no personal injury to anyone in the lab. There was no damage to anything in the lab other than the rms.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. The power cord from the wall outlet to the rms was partially inserted onto the socket on the rms power module. This caused the plug to overheat. The fse replaced the power module. The instrument is performing within specifications. No further evaluation of the device is required.